Event description:
Additional information received reported the pump was revised (B)(6) 2012. The patient was not hospitalized and the patient outcome was noted as 'no injury.' It was reported the pump was re-sutured with four suture loops. Cerebrospinal fluid was able to be accessed from the catheter access port. The drug was infusing and there were no further complaints from the patient. The patient continued to follow up withher pain management physician. Additional information reported the pump was found to be flipped followingan x-ray on b)(6) 2012. The patient outcome was noted as 'non-serious injury/illness.'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was later reported that the catheter was kinked because of the flipped pump. The catheter was turning each time the device flipped.

Event description:
It was reported the patient had a flipped pump. The patient was being seen for a pump refill and the healthcare provider (hcp) was unable to access pump to refill. After several attempts, the patient was moved to a fluoroscopy suite and the hcp attempted to access the pump there, without success. It was determined at that time that the pump was flipped. The patient was referred to a neurosurgical hcp for revision, which was scheduled for (B)(6) 2012. There were no patient symptoms reported. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.